Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to prime alarm. No scrolling numbers display noted.

Event description:
The customer reported that the insulin squirted out during the manual prime process. The blood glucose reading was 61mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The customer stated that the insulin pump alarmed and was stuck in the prime loop. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.